Manufacturer narrative:
This report is submitted on may 3, 2019.

Manufacturer narrative:
This report is submitted on march 27, 2019.

Event description:
Per the clinic, the patient's device was explanted due to non-use on (B)(6) 2018. There are no plans to re-implant the patient with a new device as of the date of this report.